Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the paddle and the paddle base suffered a malfunction after the discharge test. The device was not in use on a patient.

Event description:
It was reported to philips that the paddle and the paddle base suffered a malfunction after the discharge test. The device was not in use on a patient. Further information was provided that the paddle plates spark on account of conductive gel buildup on the paddles.